Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. Vessel morphology was not provided. It was reported that a recent CT revealed an unknown endoleak. The patient had an angiogram that revealed a proximal type I leak seen and was treated on the same day. The device did not migrate, the device was placed about 1 cm below renal at index procedure. It was reported that there may have been aortic remodeling and possibly slight disease progression causing the type I endoleak. The physician modelled the stent graft with a balloon which resolved type I endoleak. The physician elected to implant an aortic cuff to ensure no future events given there was 1 cm of aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).